Event description:
On (B)(6) 2009 it was reported that the pt's stimulator was replaced on (B)(6) 2009. The neurostimulator was replaced due to the generator being dead. It was believed to be normal battery depletion as the pt ran several programs with a high rate. A longevity calculation could not be performed as the dead generator could not be read. The pt did not experience any problems except for being unable to use the device due to the discharge. Add'l info received reported that the device was implanted in (B)(6) 2007 and failed in less than a year. Following the replacement the pt was reprogrammed and was doing fine.

Manufacturer narrative:
(B)(4).